Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronic assembly and motor home switch.

Event description:
The customer called to report a blank display and motor error alarm. The customer was in a pool, but states the insulin pump was not submerged. However, there was moisture underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.